Manufacturer narrative:
(B)(4). Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately five (5) years, five (5) months, was explanted due to severe stenosis. Upon inspection of the valve by surgeon 2 leaflets were reported to be completely immobile. The third leaflet had very limited mobility. The valve was intimately grown in. The valve was adherent to the aortic wall with the struts being grown right into the wall of the aorta. The explanted device was replaced with a 21mm aortic bioprosthetic valve. The valve was functioning well. The patient was transported from the operating room to the cardiac intensive care area having tolerated the procedure. The device will not be returned for evaluation.